Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient¿s daughter. The patient was implanted with a neurostimulator for spinal pain. It was reported that ever since the patient charged up her device on the night prior to the report, the patient wasn¿t feeling stimulation the same way she used to feel stimulation. The caller stated that the patient used to set the stim at 1.4 to 1.6 but had to increase up to 3.4 or 3.6 before she felt stim like she used to. The patient also felt stronger stimulation when she moved her leg ¿up.¿ there were no falls or trauma reported. The patient programmer (pp) showed that the stim was on and the caller confirmed that the stim was on set to group a and at 3.4. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to check the ins/diagnostic checks. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient needs to recalibrate her device because it is not working properly. The patient noted that this had occurred in (B)(6) 2019 and nothing has changed. The patient was redirected to her health care professional. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient provided their weight at the time of the event. There was no change in activity that led to the changes in stimulation. Device issue. The issue was resolved. No further complications were reported.